Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2003345: (B)(4) items manufactured and released on 06-july-2020. Expiration date: 2025-jun-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Addition component involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2109348: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 days after the primary left hip surgery, the patient's head dislocated from the liner in physical therapy. The surgeon converted the patient to a dm head and liner, revised the stem, and repositioned the cup and added 2 screws. The surgery was completed successfully.